Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor in accordance with recommendations from zoll manufacturing corporation. The reported problem (false asystole events) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to out of tolerance u700 and u708 components on the distribution node pca. The root cause for the out of tolerance components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing false asystole events.